Event description:
It was reported that a patient death occurred. A left heart catherization with possible percutaneous coronary intervention (pci) was performed on a in-stent restenosed calcified artery. The lesion was very calcified and the 2.00mm x 12mm emerge balloon was directly advanced to the target lesion. While attempting to pass the balloon through the lesion, resistance was encountered. After the first inflation, the balloon was pulled back, but resistance occurred. The balloon would not retract back into the proximal part of the vessel and would only move distally. While attempting to pull the emerge balloon back, the balloon detached and remained inside the vessel. An attempt was made to snare the broken piece of the device, but it was unsuccessful so the physician planned to leave the fragmented balloon in the patient. The patient decompensated and was sent to surgery. While in surgery, the patient passed away. It was further reported that this is the same case as user facility maude report #mw5101476. Prior to this procedure the patient was admitted to another facility for a non st elevation myocardial infarction. The patient creatinine worsened than baseline. The patient had a history of chronic kidney disease and it was decided to perform a stress test as outpatient. The patient underwent a stress stent which showed inferolateral infarct and peri-infarct ischemia along with small area of anteroseptal ischemia. Despite the patient ischemic cardiomyopathy the nuclear stress test was found to be normal. The patient continued to have shortness of breath on exertion or persistent fatigue and of and on chest pain. The patient was aware of the symptoms and decided cardiac catheterization as treatment. The patient was not headed to surgery as initially reported prior to passing away. The patient coded when the wire was removed. It was also further reported that another balloon was advanced next to the emerge balloon, but it would not track and that the physician had completed the case after the balloon broke.

Event description:
It was reported that a patient death occurred. A left heart catheterization with possible percutaneous coronary intervention (pci) was performed on a in-stent restenosed calcified artery. The lesion was very calcified and the 2.00 mm x 12 mm emerge balloon was directly advanced to the target lesion. While attempting to pass the balloon through the lesion, resistance was encountered. After the first inflation, the balloon was pulled back, but resistance occurred. The balloon would not retract back into the proximal part of the vessel and would only move distally. While attempting to pull the emerge balloon back, the balloon detached and remained inside the vessel. An attempt was made to snare the broken piece of the device, but it was unsuccessful so the physician planned to leave the fragmented balloon in the patient. The patient decompensated and was sent to surgery. While in surgery, the patient passed away. It was further reported that the patient was not sent to surgery but instead the physician planned to leave the fragmented balloon in the patient. The patient coded when the wire was removed. It was also further reported that another balloon was advanced next to the emerge balloon, but it would not track and that the physician had completed the case after the balloon broke.